Event description:
At end of gynecological surgery a dilatation and curettage (d&c) with hysteroscopy, submucous myomectomy and endometrial ablation were performed. The bovie cord was noted to be burned and frayed. The cord was checked prior to procedure and was without defect.